Event description:
During a procedure to address a non-union, both rods of a cobalt matrix case were observed to be broken. The locking caps were loose below the fracture l3, l4, l5, s1, and the iliac screw. The rods and locking caps were replaced on (B)(6) 2013. The screws of the martrix implant were not removed. This is 10 of 12 reports submitted.

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturer records could not be reviewed without a lot number.